Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: plaintiff fact sheet received. Reporter and patient demographics were added. On (B)(6) 2016, she explanted essure (previously reported as 2014). Added event plaintiff did not undergo essure confirmation test. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') and fallopian tube perforation ('perforation of left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included lipoma. Concurrent conditions included abdominal pain lower, degenerative disc disease, overweight, cervicalgia, anxiety, gastritis, vaginal discharge, fatigue, pharyngitis, depression, joint pain, colitis, uterine bleeding, mixed incontinence, and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes), tubal ligation and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and fallopian tube perforation outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. Ultrasound pelvis - on (B)(6) 2015: borderline thickening of the endometrium. Follow up is suggested. Unremarkable appearance of the left ovary. 3. Follicle within follicular cyst of the right ovary, benign features. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter's information added.medical history were added.event:perforation of left fallopian tube were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, back pain, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, back pain, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: pfs received. Event outcome were updated to recovered/ resolved for pelvic pain. Essure implant state added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed in 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, dysmenorrhoea, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: pfs received. Case became valid. Reporter's information added. Previously reported of event of injury replaced with pelvic pain. Event: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain and abnormal bleeding (general) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.